Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive, cine bridge pcb and hard drive were evaluated and replaced. The software and calibration files were reloaded. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system was mixing pt images (data mix) during cine playback. There is no report of injury or death associated with this event.